Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Bd was not able to duplicate or confirm the customers indicated failure mode. Without the defective sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism did not engage when retracting the needle, which remained exposed. The following information was provided by the initial reporter: "when the nurse retracts the needle, the safety mechanism has not engaged and the needle was not covered. There have not been any needlestick incidents, but several near misses."